Manufacturer narrative:
The philips remote service engineer (rse) confirmed the device speaker was faulty. The customer was provided a replacement device speaker to resolve the issue.

Event description:
The customer reported that the device has no sound. There was no reported adverse event to the patient or user.

Event description:
The customer reported that the device has no sound. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.